Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a cartridge with insulin using insulin pens, instead of a syringe and needle. The customer was unable to perform the air removal step of the load process, as an insulin pen was being used instead of a syringe. The customer's blood glucose level was reported to have been up to 293 mg/dl. Tandem technical support instructed the customer to use a new cartridge and to fill it using a syringe. The customer was able to load a new cartridge successfully and resume insulin delivery to deliver a bolus.